Manufacturer narrative:
Follow-up #1 date of submission, 08/25/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/06/2015 with the following findings: a visual inspection of the pump showed that there was moisture present behind the display lens. The pump failed a leak test in the case seal above the label and between the casing and display lens. The pump cover was opened and moisture was found throughout the pump. Unrelated to the complaint, the battery compartment was found to be cracked. The display screen was dim and discolored. The keypad button symbols were worn; which has no effect on insulin delivery.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging moisture behind the display lens. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.